Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes sample isn't separating. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes sample isn't separating. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Correction: the report that there is a CAPA associated with this lot and complaint was submitted in error. There is no CAPA. This investigation was concluded by referencing results from previously investigated complaints. In general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes sample isn't separating. No serious injury or medical intervention was reported.